Event description:
It is reported that while reaming for tibial nails, the reamers broke inside the tibia shaft.

Manufacturer narrative:
Eval summary: product exceeded useful life, normal wear of reamer tip. Eval: as returned, the shafts on both patella reamers have fractured just distal to the blade. The reamers have potential field ages of approx 6 and 9 years. Dimensionally the instruments met print specs, and the device history records were reviewed and found to be conforming.